Event description:
It was reported that this right ventricular (rv) lead exhibited a remote monitoring alert for a high out of range shock impedance measurement of 127 ohms. Boston scientific technical services (ts) spoke with the healthcare provider about generally higher shock impedance values since implant and provided guidance to consider performing a maximum commanded shock test to confirm ambulatory impedance. Ts concurred with continued monitoring, especially in the near term, to identify if further increases would occur. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.